Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 14-jun-2024, the one infusion set was leaking at the site and infusion set is long for few minutes. No further information available.